Event description:
Blood glucose test was performed on a patient and the result was 111mg/dl. The lab result was 38mg/dl. Customer states that controls were run and were in range, but values were not provided. Treatment to patient if any was not provided. A request was made for the return of the suspect device and replacement product was sent.